Manufacturer narrative:
Per the user guide: warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process. Reportedly, the customer experienced a low blood glucose (bg) level of 45 mg/dl. Customer consumed carbohydrates and glucose tablets to address bg. Additionally, customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Reportedly, the cartridge had been in use for more than 48 hours with novolog insulin. Tandem technical support educated the customer on insulin labeling. A cartridge change was performed to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.